Manufacturer narrative:
A ge service representative performed an over the phone investigation. The tube temperature sensor was replaced during the service call. The system was found to be working as intended and put back into service. (B) (4).

Event description:
It was reported that the 9800 system had an over heat error during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.